Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. When the user uses the device, the disinfectant solution concentration level should be checked by the test strip. The instruction manual provide warnings and how to inspect the device.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user did not check the disinfectant solution concentration level using the test strip. Other detailed information was not provided. There was no report of patient injury associated with the event.